Event description:
The pt collapsed while using a telephone. A paramedic ambulance crew arrived and found the pt to be in cardio-respiratory arrest. Basic life support was commenced. The device was turned on and placed into manual mode where the paramedic identified a ventricular fibrillation and chose to deliver a 200-joule shock. The device appeared to charge, with the shock button flashing but when the shock button was pressed the device failed to deliver a shock. At this time a rapid response car paramedic arrived at the scene and their device was utilized in manual mode. This device showed the pt to be in an asystolic rhythm. Basic life support was continued along with attempts by both paramedics to gain intravenous access and secure the pt's airway using intubation. Both were unsuccessful. Despite continued attempts, the pt was declared deceased.

Manufacturer narrative:
The device has been received but additional time is required to complete the investigation. Upon completion of the investigation, a supplemental will be submitted.